Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 29mm from the tip. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the stent failed to deploy. The more than 90% stenosed target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express sd stent was advanced for treatment. However, during the procedure, the stent failed to deploy. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole.